Event description:
On june 2nd 2017, the reporter for the patient contacted lifescan (lfs) alleging that her onetouch ultra mini meter was reading inaccurately low compared to another meter (onetouch ultra mini) and to feelings /normal results. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when medical surveillance specialist (mss) listened to the call. The reporter stated that the alleged inaccuracy first began on (B)(6) 2017 and has continued intermediately since. The patient obtained alleged glucose result of 141mg/dl on the subject meter compared to 274mg/dl on the other meter, and compared to the patient¿s feelings normal results. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages her diabetes with a combination of medications including lantus, humalog 30 units daily and farxiga. The reporter denied that the patient made any change to her usual diabetes management routine in response to the alleged product issue. The reporter stated that around (B)(6) 2017 after the alleged issue began, the patient occasionally experienced symptoms of ¿dizzy upon standing and nauseous¿. The reporter stated that during a doctor¿s office visit in (B)(6) 2017 the patient¿s insulin prescription was altered by an unknown amount. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure and the sample was taken from an approved sample site. The test strip vial was intact, the test strips had been stored correctly, were not open beyond their discard date and had not expired. The patient did not have control solution toat the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure and the sample was taken from an approved sample site. The test strip vial was intact, the test strips had been stored correctly, were not open beyond their discard date and had not expired. The patient did not have control solution to conduct a test. The patient¿s products were replaced and requested back for evaluation.